Event description:
The customer reported that the insulin pump alarmed no delivery. Customer thinks that a lot of no delivery alarms were due to infusion sets. Customer's blood glucose was 233 mg/dl. Customer stated did not notice any bent cannula. Customer declined troubleshooting for no delivery alarm due to on her way to work. Advised the customer the infusion sets would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.